Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level 52 mg/dl. Customer was treated with food. Customer was not using auto mode. Customer did not allege insulin pump for over delivering. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer was disconnected during prime sequence. The insulin pump will not be returned for analysis.